Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the handpiece heated up but did not harm anybody.

Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the pts complained that the handpiece is getting hot. Pt was not burned. During product eval it was found that the bearings are grinding and falling apart. This caused the head to heat up.